Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Nine days after event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2gm, ongoing, route, frequency not reported) and tobramycin injection (40mg daily, ongoing, route not reported) for the event. Twelve days after event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. The patient was recovered from the peritonitis event; however, the patient remains hospitalized for hemodialysis therapy. No additional information is available.